Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient had the ins replaced in 2022. Patient said that they were having pain at the implant site and the ins was close to the surface. It was reported that the first ins was implanted in 2018. They reported that what likely caused or contributed to the issue was determined. They reported that what likely caused or contributed to the issue was possible weight loss or distribution of weight. They reported that the 1st device on the left side was causing discomfort. They reported that steps taken to resolve the issue included that the device was removed from the left side and they had a new battery implanted on the right side deeper. They reported the issue had been resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.